Manufacturer narrative:
The patient was born on an unspecified date in 1965. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as due to non-compliance to the sterilization technique. The same day as event onset, the patient was hospitalized for peritonitis. Treatment was not reported. Dianeal therapy was ongoing. At the time of this report the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide further follow up.

Manufacturer narrative:
On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Fifty-six days after the onset date, the treatment with antibiotics were discontinued, dianeal therapies were discontinued, and the patient was transferred to hemodialysis. At the time of this report, the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.